Manufacturer narrative:
(B)(4).

Event description:
Procedure (if not listed): lap sleeve conversion to bypass according to the reporter:when versa step 15mm port was inserted into radially expandable sleeve into abdomen, it was visible that a triangle-shaped piece was missing from the distal end of the cannula. The surgeon looked around inside the abdomen but did not see the missing piece. The tech did not notice this damage to the cannula prior to insertion. Later in the case, the surgeon noticed the small triangular piece in the abdomen and removed it. There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fell into the patient's cavity and was removed.